Event description:
The customer reported the subject device exhibited a ¿tie rod¿ issue. The reported issue occurred before procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a scratch on the acoustic lens which reached to the adhesive layer. This report is being submitted for the malfunction found during evaluation (scratch on acoustic lens which reached to the adhesive layer).

Manufacturer narrative:
During inspection and testing, the acoustic lens was found to be scratched due to physical stress. The reported issue (¿tie rod¿ issue) was not confirmed. In addition, service found the up/down knob could not be locked securely due to worn lock engagement lever, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the scope cover plate was detached, the scope cover was cracked, the grip was scratched, the control unit was damaged, the lock engagement lever was deformed, the switch box was deformed, the light guide cover glass was damaged, the water removal ability was out of specification due to deformed nozzle, the displayed ultrasound image was defective with missing elements due to damaged ultrasonic probe, the displayed image was defective due to peeled acoustic lens, the objective lens was chipped, the light guide lens had a snag on it due to a chip, the bending section cover was worn, the adhesive on the bending section cover was chipped, the connecting tube was buckled, the insertion section was too soft due to damaged connecting tube, the image guide protector was damaged, the tightness of the braid was uneven due to deterioration of the braid of the bending tube, the ultrasonic cable was buckled, the universal cord was buckled, the zc-case b was scratched, and the zc-case us was scratched. The bending angle in down, and right direction was out of specification, and there was play in the up/down knob, due to wear of the angulation wire. The sheet holder unit, the frame 260, the inner shield, the outer shield, the light guide cover glass, the scope connector, the plate, the shield plate, the shield disk, and the scope identification (ID) was corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the scratches on the acoustic lens is likely due to physical stress such as dropping and tapping. Based on the results of the investigation, and since the tie rod issue was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.